Event description:
The medwatch received stated: during the procedure, while the surgeon was utilizing the instrument, the blade got stuck and would not-re-open. The instrument was removed from the field and a new instrument was utilized without issue. It is unk if the new device was of the same or a different lot number. The procedure was a total abdominal hysterectomy, bilateral salpingo-oophorectomy, appendectomy and diagnostic cystoscopy and lysis of adhesions. To date, the site contact has not provided add'l details regarding the device or incident.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.